Event description:
Child resistant packaging. You have made the hearing aid batteries child resistant and seniors have difficulty opening the package of batteries. Our provider always cautions their customers on the dangers of mishandling the batteries. No child has every been injured due to a hearing aid battery. Please allow manufactures to resume the former packaging they did before child resistant came to be. Thank you.